Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was identified in the pump logs; however, no failure was identified. Additionally, a different issue was identified (i.e. Occlusion alarms, altitude alarms, auto-off alarms).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 159 mg/dl. During troubleshooting, a new cartridge was loaded and the pump performed as intended. Reportedly, the infusion sets were changed to address the issue and insulin delivery was resumed.